Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,intra-operatively, the devices had no temperature reading when plug in. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Additional: correction: evaluation summary: six devices were received for evaluation. These devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products met specification as received. The reported condition was not confirmed. The investigation found the devices to function normally and within specifications. The water circulated normally through the devices. The devices read the temperature properly. No alarm was noted on the generator. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.